Event description:
During primary surgery, the pt's femur was found fractured upon final x-ray. The cause of the fracture is unknown.

Manufacturer narrative:
Exam was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records and complaint database were not provided. Although the complaint is non-verifiable, provided info states the product is not suspected of failing to meet specifications. Provided info states the fracture migth have been caused by a fall/drop that dislocated the pt, history of mrsa, or by reaming. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.